Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was kidney failure. The caller stated that the customer had an amputation and chronic obstructive pulmonary disease that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of admission. The customer tried to correct the high with the pump but it was not dropping. The customer removed the infusion set cannula and it was bent. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information related to event has been updated. The information has been provided in describe event or problem with this report. (B)(4).

Event description:
The customer was hospitalized due to pneumonia and a leg amputation. The caller stated(B)(6) 2019 was the date of passing,

Manufacturer narrative:
Device received with a depleted energizer ultimate lithium battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the test. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(4).